Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
A consumer reported that a philips one accessory charger caught fire and melted during charging. No injury or property damage was reported.

Event description:
The customer reported that the philips one toothbrush charger set on fire and melted. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.

Manufacturer narrative:
The customer reported that the philips one toothbrush charger set on fire and melted. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.